Event description:
The event was reported that the cabling on the green, blue and black cables are frayed. No pt involvement occurred. One device to be returned for analysis.

Manufacturer narrative:
Date sent: 11/03/2008. Evaluation summary: the unit was received with minor scratches. The analysis site confirmed the customer complaint. To correct the issue, the analysis site replaced the translational, the electrical and rotational cables. Parts replaced that were unrelated to the customer's complaint were as follows: port shaft, rotation knob and safety latch. After servicing, the unit passed all qa testing procedures. Complaint info is trended on a regular basis to determine if further investigation is warranted.